Manufacturer narrative:
Seven devices were returned and evaluated. The evaluation result is as follows: 7 devices were received and evaluated for the complaint regarding the device fell off event. All 7 devices exhibited no anomalies that could contribute to the reported event. Due to the used condition of the returned device, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that 4 v-go 30 devices fell off. Patient reported that the application site was properly prepared before applying the v-go devices and that there was no interference with clothing. The patient applied adhesive tape to one of the v-go devices that was falling off. The patient reported that she experienced pain from the needle because it scratchedr when the v-go device came off.